Event description:
It was reported that as the physician was inserting the intraocular lens the posterior capsule broke. The incision was enlarged to remove the lens. Another lens was implanted and surgery completed without additional complication.

Manufacturer narrative:
The iol was received and inspected under 10x magnification, one haptic was distorted. While the cause of this event has not been determined the results of our investigation reasonably suggest it is not manufacturing related. The lens met manufacturing specifications prior to release.